Event description:
It was reported that during an unrelated procedure, the rv lead showed signs of conductor externalization. Due to the extraction and the patient being from another hospital the serial numbers are still too come. The lead was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal insulation abrasion was found at 9.5-12.5 cm and 14.5-26.5 cm from the distal tip. The rv cables were externalized at these locations. Explant damage on the etfe coating of one rv cable was noted. Insulation abrasion consistent with internal abrasion was found at 31-33 cm from the distal tip. Both rv cables were exposed at this location. The etfe coating was intact. Internal abrasion was found under the rv shock coil breaching the rv cable lumen and inner coil lumen at 5.2-5.7 cm from the distal tip. Both rv cables were fractured at this location due to internal abrasion.